Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2 ,000.0 mcg/ml at 1,389.1 mcg/day), bupivacaine (20.0 mg/ml at 13.891 mg/day), and morphine (20.0 mg/ml at 13.891 mg/day) via an implanted pump. The patient¿s medical history was radiculopathy (lumbar region). The indication for pump use was non-malignant pain. It was reported that the patient¿s catheter dislodged a few weeks ago. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. She thought she had covid and was very sick and tested positive for covid but was probably going through withdrawal and her pain had since been an issue. Today she was taken to surgery and had a dye study. The catheter could not be aspirated through the cap (catheter access port) and the spinal catheter was found out of the spine/dislodged. The spinal portion of the catheter was completely explanted; a new catheter was placed; and retained in the patient. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned for destructive analysis and found catheter body deformed in shape along with dislodgement allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.